Manufacturer narrative:
E1: patient country: united states

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that infusion set cannula was kinked, within 3 hours of insertion on (B)(6) 2024. The insertion site of the infusion set was at upper buttocks. The customer resolved their issue by changing soft cannula infusion set only and resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.